Manufacturer narrative:
Pending evaluation.

Event description:
Exactech received notice of a ceramic liner fail and had a revision approximately 2-3 weeks ago.

Manufacturer narrative:
The engineering evaluation was potentially the result of an insufficient or misaligned fixation of the insert in the metal cup leading to a misaligned position of the insert, causing a local stress rising and fracture of the insert. However, this cannot be confirmed because the devices was not returned for evaluation.